Manufacturer narrative:
Photo analysis: a number of photos were received from the account. The photos captured attempts to advance the device at the insertion site. The photos capture the device post removal with the kink visible on the graft cover. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Video analysis: two contrast angiogram videos from the index procedure were received. The reported difficult to position event was confirmed on the films provided. The kinking of the delivery system was unable to be assessed on the video angiogram provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. From the contrast angiogram received it is likely that tortuous patient iliac anatomy may have been a contributory factor to the positioning difficulty event. It is possible that this difficulty to position within the patient¿s distorted anatomy may have led to kinking of the device. Analysis of the returned angiogram videos did not reveal any out of specification delivery system issues. Device analysis: the device returned for evaluation. A gap of 1imm was visible between the taper tip and the grave cover tip. The device was severely kinked 3.3cm and 6.3cm from the graft cover tip. There was no further damage observed to the device. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a type b aortic dissection and 37mm thoracic aneurysm. It was reported that during the index procedure, the stent's delivery system was delivered into the patient. Due to the distorted anatomic formation of the femoral access, the outer sheath (graft cover) of the delivery system was kinked during insertion, resulting in insufficient support of the outer sheath (graft cover) of the delivery system and failure to deliver it to the target location. It was reported that many attempts were made to deliver the device but it failed and the delivery system was retrieved. The procedure was then completed. As per the physician the cause of the event is anatomy which was reported as distorted. No additional clinical sequelae were provided and the patient is fine.